Event description:
Device was returned for repair only. Upon receipt it was noted that one of the small lugs at the tip had sheared off and was missing. Contact with the hospital revealed that the device was found not to be working about 6 months ago. No information was known as to how and when the device broke or as to the location of the missing piece. The co is therefore taking a conservative approach and filing.